Event description:
On 04/09/2025, a distributor reported via email that an ar-2323kbcsp knotless biocomposite swivelock sp had the peek eyelet snapped off during a competitive trial. The broken piece was retrieved from the patient, and the case was completed. This was discovered during a subscap repair procedure on (B)(6) 2025. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an ar-2323kbcsp, with batch number 15179943, revealed that the eyelet was damaged. Therefore, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to prying/leveraging the device during use.